Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported patient has a retained c2 capsule. It involved a patient with a known history of diverticulitis and extensive diverticula who had an incomplete optical colonoscopy in february. The colon capsule reached an area of narrowing and never passed. Two weeks later, an x-ray showed the capsule retained in the colon. The patient was asymptomatic. The patient had recurrent diverticulitis and resection of the strictured area was being planned prior to the colonoscopy. According to the customer, the patient is fine, but does not know the status of the capsule. One of the fellow nurses stated that the patient had the capsule surgically removed, but could not verify date. No further information was provided.